Event description:
The MFR received info alleging a ventilator's logic board needed replaced. There was no harm or injury reported. The device was not in pt use. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.